Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Pt in ER reporting that following device implant on (B)(6) 2024, she has been experiencing severe pain with numbness going down left lower extremity. Caller asking about MRI guidelines. Technical services (ts) reviewed ins would need to be turned on and then put into MRI mode prior to scanning. Redirected caller to nas to have rep paged to hospital if needed. Unable to capture pt info or caller's phone number had hcp had to go urgently. Additional information was received from the patient (pt). It was reported that the wrong leg was programmed. Pt had excruciating pain in their left leg. Pt tried calling their healthcare provider (hcp) and manufacturer representative (rep). The device was removed in (B)(6) 2025. Pt said they continued to have falls and left legs issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: corrected previously reported aware date - from 2024-oct-21 to 2026-jan-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.